Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose of the customer was 403 mg/dl at the time of the incident. The customer reported that they were inserting a new infusion set and needle came out of insertion. The device will not be returned for the analysis.